Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. The device was received with an intermittent button response due to flattened up button dome switch. Inspected connector on lcd and no unlock keypad connector. The device was received with cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker and stained address, serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 399 mg/dl at the time of incident. Customer state that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.